Event description:
A complaint was received stating that a consumer was being treated by their physician for flu symptoms. During the early morning hours following medical treatment, hourly high readings of 3:00 am=356 mg/dl, 4:00 am=393 mg/dl and 5:00 am=409 mg/dl were obtained on their precision qid meter. Consumer self administered unknown dosages of insulin during this time period. Ninety minutes later, the consumer lost consciousness and emergency help was requested. An attempt to insert an IV line into the pt during transport was unsuccessful. On route to the medical facility the consumer was resuscitated. Their admitting diagnosis was ketoacidosis and their blood sugar reading was 900 mg/dl upon admission. Five days later, the consumer died. The cause of death on the certificate of death is cerebral edema secondary to cardiac arrest and diabetic ketoacidosis.